Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 511mg/dl. Other blood glucose level was 450 mg/dl. It was unknown that auto mode feature was active at the time of incident. Customer was assisted with paring mobile app to insulin pump but issue was not resolved. Customer was unable to enter auto basal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.